Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's ins was replaced on (B)(6) 2016 as it didn't hold a charge. No symptoms were reported. No further complications were reported or anticipated.